Manufacturer narrative:
Method: no sample received for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Info provided indicates the pump was filled to 250ml. The directions for use (1303046 rev. H) contains a caution statement: "filling the pump less than nominal results in faster flow rate." Results: without the actual product, an analysis cannot be conducted. If additional info pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
Drug/diluent: antibiotherapy. Fill volume: 250ml & flow rate: 10ml/hr procedure: unk. Cathplace: unk. The pump infused in 20 hours instead of 24 hours. No adverse event occurred. Date of event: february 9, 2011. Per dfu: nominal flow rate: 10ml/hr. Nominal fill volume: 270ml. Maximum fill volume: 335ml. The infusion delivery time is 27 hours when filled to the nominal volume and flow rate.